Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed two weeks later, during which it was noted that a cylinder had a hole. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Visual examination of cylinder 1 revealed that there was wear at a fold in the middle of the cylinder and the outer tube was detached. In addition, it was noted that the inner tube had a hole, and there was a broken fabric in the proximal part of the cylinder body. Cylinder 1 inner tube had a leak in the proximal end of its body. Visual inspection of cylinder 2 identified that the outer tube had a hole from input tube wear in the proximal end of its body. There were no leaks in cylinder 2. The pump was visually inspected, and leakage tested. Visual examination revealed that the bulb had wear from the kink resistant tubing (krt). No leaks were identified in the pump. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the hole identified in each cylinder could have caused or contributed to the reported clinical observation of cylinder hole; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed two weeks later, during which it was noted that a cylinder had a hole. All components were removed and replaced. There were no patient complications reported.